Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the peeled insertion tube coating could not be determined. It is possible that it was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, insertion part serpentine crushed due to an external factor, insufficient curvature due to elongation of angle wire, ig serpentine coat peeling (1 mm2 or more), and watertightness not maintained due to perforation of the curved rubber were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that buckling was noted with the evis lucera bronchovideoscope. During a standard service inspection of the customer returned device, ig serpentine coat peeling was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.